Event description:
On (B)(6) 2006, a 21mm sjm epic valve was implanted and a triple bypass (lima + 2xsvg) was performed. In 2014, the function of the prosthesis was normal and the patient had been stable for two years. In 2016, the gradients were slightly elevated (mean pg 30 mmhg) and regurgitation (grade I-ii+) was noted. In (B)(6) 2017, the patient was hospitalized with cardiac symptoms. The bypass grafts were patent and cad was ruled out. It was noted the patient had severe aortic stenosis and regurgitation. On (B)(6) 2018, the valve was explanted and severe calcification of the leaflets and a hole in the noncoronary cusp was reported. A 21mm trifecta gt aortic valve was implanted. After the surgery, the patient had profuse bleeding. The chest was reopened and a stitch was placed on the right superior pulmonary vein cannulation site. After that, the patient had no problems with bleeding. The patient is extubated with good pulmonary and renal function, but still needs a small dose of inotropic support. The prosthesis is functioning well as confirmed by echo. Patient weight is protected under local privacy laws, and therefore is not recorded.

Manufacturer narrative:
An event of calcifications and a hole in the cusp was reported. The results of this investigation concluded that all 3 cusps contained tears and calcifications. Fibrous thickening was observed on cusps 2 and 3. Fabrous pannus ingrowth was also noted on the inflow surface of cusp 3. No acute inflammation was present in the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.